Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis using a gore&#59401;introducer sheath with silicone pinch valve (ts2430/06719804) to treat a thoracic aortic aneurysm. The endoprosthesis was implanted successfully. Upon removal of the sheath, a dissection was revealed in the right external iliac artery. A bare-metal stent was implanted in the dissection to treat the dissection. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in a follow-up study, aneurysm diameter was 66 mm. The access-vessel dissection remained, but it was monitored. In four follow-up studies performed, aneurysm diameter had shrunk to 43 mm. The access-vessel dissection still remained, but as the dissection was minor, a wait-and-watch approach was continued to the dissection.